Event description:
Event was reported to (B)(4) by an attorney. The pt has suffered chronic pelvic and vaginal area pain, urinary retention, constant need to urinate, inability to have a normal bowel movement, painful spasms in bladder, refraining from intercourse because of pain, objects come out of her vagina causing excruciating pain, rectal bleeding, severe rectal pain, and unrelenting pressure in her bladder and pelvic region. No further info has been provided.